Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. If obtained, a follow up report will be submitted within 30 days upon receipt. As reported in the legal brief, approximately six months after an optease ivc filter was implanted, the filter was found to have fractured, and embedded in the wall of the inferior vena cava making safe retrieval of the device impossible. Approximately one month later, the plaintiff experienced increasing abdominal pain and was referred to a specialist for attempted endovascular laser and forcep assisted removal, portions of the filter were able to be removed, however the filter had fractured in multiple locations with one sidewall strut completely free of the filter and embedded in the wall of the inferior vena cava. Three days later, the patient underwent complex ivc filter removal surgery in an attempt to retrieve two fractured struts which had embolized to the right and left lung, only one of the filter fragment was able to be removed. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films for review, the reported filter fracture, migration/embolization and retrieval difficulty could not be confirmed and the exact cause could not be determined. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Additionally, a correlation between the device and the reported abdominal pain could not be determined at this time. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief (B)(6) vs. Cordis, approximately 6 months after an optease ivc filter was implanted, the filter was found to have fractured, and embedded in the wall of the inferior vena cava making safe retrieval of the device impossible. Approximately one month later, the plaintiff experienced increasing abdominal pain and was referred to a specialist for attempted endovascular laser and forcep assisted removal, portions of the filter were able to be removed, however the filter had fractured in multiple locations with one sidewall strut completely free of the filter and embedded in the wall of the inferior vena cava. 3 days later, the plaintiff underwent complex ivc filter removal surgery in an attempt to retrieve two fractured struts which had embolized to the right and left lung, only one of the filter fragment was able to be removed.